Manufacturer narrative:
Investigation result per external service center (B)(6): evaluation completed by (B)(4). Evaluation the housing has damage to outer shell , both hinges are cracked , battery cover damaged , touch screen does not work. Internal posts are broke. The port on pcb is broke internally on main board. The file clip is broke. Corrective action. You will need to replace the pcb , housing , and file clip. Vr81113000900 1 ea. Vr81113000901 1 ea. V841119000515 1 ea. (B)(6) called on 01/10/23 to deny the repair and to have the unit disposed of. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device was not returned for evaluation. However, the serial / lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that promark apex locator was giving incorrect measurements. No injury occurred.